Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned and analyzed. No anomalies were found. The inner tubing was kinked/buckled. There was blood in/on the helix/lobe mechanism. The analyst also noted the lead was damaged at implant.

Event description:
It was reported that during the implant procedure, the helix on the lead would only extend after more than twenty turns on two attempts. The lead was removed and replaced. No patient complications have been reported as a result of this event.